Event description:
The customer reported that the system displayed a communication error message. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep reseated the printed circuit boards in the mainframe and verified the power supplies and replaced the emergency stop switch. The system was tested and found to be working as intended and put back in service.